Event description:
One touch basic enhanced meter was reading inaccurately low. The pt obtained a result she interpreted to be 46 mg/dl on the reported meter while having no symptoms of low or high blood glucose levels. She took no action to affect her blood glucose level following use of the meter. She went to the dr to have her blood glucose level tested. A result of 142 mg/dl was obtained on another meter. The pt rec'd no treatment. The dr advised the pt to contact the pharmacy. The customer care rep noted that the pt did not have a check strip to conduct a check strip test. A control solution test was performed; the result appeared to be 06 mg/dl. As meter results should not display with a zero in the tens place without a digit in the hundreds place, it appeared that segments were missing from the meter display. There is no indication that the pt experienced injury and medical intervention due to the product. Based on the probability of missing meter display segments, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.